Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case behind the insulin pump at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was unknown at the time of hospitalization. The customer blood glucose level was 440 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin due to unexplained high blood glucose. The customer was assisted with troubleshooting. Customer experienced symptoms such as unexplained and high blood glucose, correction brought too low, nausea, vomiting and abdominal pain. Customer stated that last night in the middle of the night, blood glucose middle 400 mg/dl, she treated, started going to low, she went to emergency room, this morning, blood glucose stabilized at 158 mg/dl, went home slept, blood glucose 445 mg/dl. The customer was treated with manual injection and bolus with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir, they did notice any tair bubble and leak at the time of leak. Customer was performed displacement test and test was passed, declined to perform the high pressure test. Customer noticed big crack on back of insulin pump during inspection. The insulin pump will be and reservoir will not be able to returned for analysis.